Manufacturer narrative:
(B)(4) (partial deployment). (B)(4). Although, the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that an ultraflex tracheobronchial stent was used during a stent procedure on a (B)(6) female pt. According to the complainant, the distal segment of the stent deployed properly. However, proximal portion of the stent would not deploy due to an issue with the deployment suture. The device was removed and the procedure was not completed. There were no pt complications reported as a result of this event. The pt's condition was reported as okay. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.